Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: business unit: depuy synthes hip and knee reason for revision to be established after microbiology results are back to establish whether aseptic loosening or infection. Legacy baseplate very loose and no cement bond to baseplate. Please see x-rays and implant pics below. The product was not returned to depuy synthes, however photos were provided for review. See attachment ([attune revision surgery]). All available x-rays and photos were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. With the evidence provided is not possible to determine if there was loosening in the tibial tray, a chronological series of x-rays and better quality photos are needed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was unconfirmed as the observed condition of the [unk attune knee tibial tray] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: the device catalog number is unknown; therefore, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes united kingdom reports an event as follows: it was reported that patient underwent a knee revision on (B)(6) 2023. There was no surgical delay.